Manufacturer narrative:
H6: please note that the fdd code a0104 has been removed from this report, as it was unsupported based on the new information that was received 2021-apr-14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was back in the country. It was reported that the ins had not shifted. The jolting had stopped. No surgery was planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the most likely cause of the stimulation being found off was normal battery depletion and not being charged. The patient stated that the battery was at 10% when they checked it and then charged it. The cause of the stimulation jumping from 0.0 to 2.7 was possibly the patient hit the up arrow to increase stimulation and it turned the device back on to the previous settings. This was noted as most likely due to the implant being shut off from not being recharged, then the patient turning the device on once there was a charge and it returned to the original setting. The rep was going to meet with the patient to double check the device when the patient returned from being out of the country. The rep noted that the issue had been resolved. The cause of maintaining the connection to recharge was that the recharger was no over the device. The patient was able to successfully recharge the device when it was repositioned. The rep wrote that assuming the patient was able to charge the implant when over the incision, it was highly unlikely that the ins shifted, but the patient was not in the us currently to be examined by the physician. No surgical intervention was planned at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient (pt) reported they charged their ins battery from 10% to 70% and then went to bed. They went to increase amplitude, but saw stimulation was off. The stimulation then jumped from 0.0 to 2.7 and the pt felt a painful jolt. They lowered the amplitude to 0.0 then turned stimulation off. They increased it to 0.5 and they could not go any higher without it being uncomfortable. They also reported seeing 1707 when recharging. They think the jolt / difficulty connecting with the recharger was because the stimulator may have shifted. They were sitting on the sofa and felt like they were sitting on a toy, but nothing was there so they think it was just the stimulator. The patient was redirected to their healthcare provider to further address the issue of jolting / potential ins shift. The patient did not have the recharger so patient services suggested calling back when they do to troubleshooting the 1707.